Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient on (B)(6) 2025, the pump administered 2 units of insulin based on the cgm reading. The patient did not report any symptoms but would have started to experience a hypoglycemic event. The patient was treated with a glucagon injection by their husband and drank soda. When a fingerstick was taken, possibly after treatment, the cgm reading was 212 mg/dl, and the blood glucose reading was 79 mg/dl. No further treatment was reported to be needed, and the patient did not go to the hospital. At the time of the report, the patient was feeling well. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.